Manufacturer narrative:
A united states (us)customer contacted a siemens customer care center to report a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200. Quality controls (qcs) recovered out of ranges on the day of the event. The customer replaced the x tubing and integrated multisensor technology (imt) sensor. As per siemens instructions, the customer cleaned the gold pogo pins, flushed the reagent probe 1 (r1) tubing, replaced the salt bridge, and adjusted the x tubing and imt pump rate. The customer then performed the requested maintenance and replaced the sensor. Siemens walked the customer through backwashing the imt port. The salt, std a, std b were primed and flushed. The waste flow was verified. The qcs were run; all recovered within range. Siemens further reviewed and established that the probable cause of the event is tied to the formation of debris, crystals, or micro clots in the imt, affecting the flow through the imt. The instrument is operational. No further evaluation of this device is required.

Event description:
The customer reported a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument. The repeat result was higher than the erroneous result. The repeat result was reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.